Event description:
It was reported that the cardioplegia pump was not working properly. No pt injury was reported.

Manufacturer narrative:
Terumo (B)(4) reported finding problems with two parts on a tcm being serviced. The exact nature of the customers issue is not known. It was likely the pump was not working. The issue occurred at set up and the product was changed out. Terumo (B)(4) serviced the system and resolved the issue by replacing the cardioplegia relay board and the magnet impeller. The parts were not returned to the manufacturer for additional investigation. This report is being submitted to the FDA as a result of a retrospective review of product complaints.